Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning as properly. During the surgical procedure, a crack was found in the cuff connecting tube. The cuff was replaced, and no complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.